Event description:
It was reported that there were no lcds and no alarms right out of the box. No patient was involved.

Manufacturer narrative:
Correction- manufacturing site corrected in section g1. Device evaluation- the device was returned for evaluation. During testing the device gave an alarm light after power up but no alarm sound occurred. The internal examination showed the leds were broken off the printed circuit board; this damage was determined to have occurred during user service when the front cover was removed.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. The device was received in good condition, parts rattling inside. Visual and functional tests were performed. Started with a visual inspection, then filled the tank with water, attached temp check, plugged in line cord, and turned on the power switch. All the alarms went off when triggered but there was no sound. The reported issue was duplicated. The leds were broken off the printed circuit board (pcb) as shown in attached pic and all alarms would not sound from the faulty speaker. The leds became detached due to removal of the front cover. The reported issue was due to customer damage. The technician replaced the damaged and faulty pcb. Performed preventive maintenance and the device passed functional tests. The root cause remains undetermined.

Event description:
Additional informatioin: event date unknown, not in use with patient.